Manufacturer narrative:
Based on the claim against the product by the customer noting the arm not moving as the surgeon intended, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. Isi did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a broken input disk. Input disk #6 was found broken into pieces inside the housing. As a result of the broken inputs the arm did not move as intended. The complaint regarding the arm not moving as intended was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of broken input disks is attributed to use and reprocessing conditions. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument. The current input disk designs are susceptible to cracking when not thoroughly rinsed following cleaning with some enzymatic detergents. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the large needle driver moved with unintuitive motion e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted hysterectomy malignant surgical procedure, the large needle driver was not moving as the surgeon intended. The procedure was completed with no reported injury. Intuitive surgical, inc. Isi made multiple follow up attempts to obtain additional information, however, no further details have been received as of the date of this report.